Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and it was observed that when this wireless battery module was utilized with a spectrum pump, the pump display will flash and appear that the unit has powered on caused by fluid intrusion and damage to the radio printed circuit board and the wireless flex assembly. Further eval has found that an insufficient amount of sealant was applied to the battery case which allowed for fluid intrusion. MFR report number 1314492-2012-00546 is related to the same event.

Event description:
It was reported that a pump will power on and off without user input.